Manufacturer narrative:
Correction: please retract this report 2017865-2026-00287, the same issue was previously reported as 2017865-2025-1008363

Event description:
It was reported that a patient presented with the device in back-up vvi mode due to magnetic resonance imaging. No information regarding intervention or adverse patient consequences was reported.